Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "neptune heater was running for approximately 12 hours on a 2410 - comfort flo heated wire circuit at 15lpm attached to a traditional trach collar. When the night shift therapists came in to the room for a routine oxygen check - the heater was reading 43.5c patient temp and the tubing was hot." It was reported there was no patient injury or consequence. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges "neptune heater was running for approximately 12 hours on a 2410 - comfort flo heated wire circuit at 15lpm attached to a traditional trach collar. When the night shift therapists came in to the room for a routine oxygen check - the heater was reading 43.5c patient temp and the tubing was hot." It was reported there was no patient injury or consequence. Patient condition reported as "fine".